Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted with the device fifteen years ago. In the last two weeks she noticed that her hearing was fluctuating with sound intermittencies. Suddenly she was not able to hear at all with the device. There is no history of accidents or trauma to the implant site. Re-implantation is being considered though no date has been set until a follow-up appointment takes place.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint likely led to device electronics failure. The investigation results appear to match the problems mentioned in the patient report. However, the exact location of the leak could not be determined, as the housing was damaged during device investigation. This is a final report.

Event description:
The patient was implanted with the device in 2001. In (B)(6) 2016 she noticed that the hearing performance was fluctuating with sound intermittencies. Suddenly she was not able to hear at all with the device. The device patient has been re-implanted.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To confirm an exact root cause, a device investigation would be necessary. Re-implantation is considered but no date for explantation has been fixed yet.

Event description:
The patient was implanted with the device fifteen years ago. In the last two weeks, she noticed that her hearing was fluctuating with sound intermittencies. Suddenly she was not able to hear at all with the device.